Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9199773. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10

Event description:
It was reported that an unspecified number of syringes 10ml saline xs experienced stopper separation from the plunger during use. The following information was provided by the initial reporter: material no.: 306572. Batch no.: 9199773. Per email: when flushing a med comp, while pulling back, the plunger disconnected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 10ml saline xs experienced stopper separation from the plunger during use. The following information was provided by the initial reporter: material no.: 306572 batch no.: 9199773. Per email: when flushing a med comp, while pulling back, the plunger disconnected.